Manufacturer narrative:
On (B)(6) 2014, the camino did not work. Patient demographics were not available at this time. Integra has completed their internal investigation on 12/02/2015. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history; results: the customer complaint incident was verified. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2014-sep. No non-conformance reports were raised during the manufacturing process for this console. The review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿(B)(6) 2013 to (B)(6) 2014¿, the global product usage for cam02 monitor was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. The quantity of complaints over the 12 month period with the key words identified in the complaint review can therefore be calculated as 0.01% of procedures. Conclusion: the root cause of the complaint incident was identified as a loose sensor board icp cable due to the cable was not assembled correctly.

Event description:
The facility just bough the cam02 and it was the first time used. They zeroed the catheter and placed in the pt then the unit stopped working and gave a circuit board error. They used another camino unit. There was no pt injury and no delay in surgery. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.